Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred located in the infusion set tubing. Reportedly, customer changed the infusion set tubing to address the issue. Customer was using fiasp insulin. Blood glucose (bg) level was 509 mg/dl. Customer delivered a bolus to address bg. Tandem technical support educated customer regarding insulin off labeling.